Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding"), swelling ("swelling"), back pain ("lower back pain"), disturbance in attention ("lack of concentration"), amnesia ("memory loss") and headache ("headaches"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, swelling, back pain, disturbance in attention, amnesia and headache outcome was unknown. The reporter considered amnesia, back pain, disturbance in attention, genital haemorrhage, headache, hypersensitivity, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding"), swelling ("swelling"), back pain ("lower back pain"), disturbance in attention ("lack of concentration"), amnesia ("memory loss") and headache ("headaches"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, swelling, back pain, disturbance in attention, amnesia and headache outcome was unknown. The reporter considered amnesia, back pain, disturbance in attention, genital haemorrhage, headache, hypersensitivity, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.